Manufacturer narrative:
Patient alleged device protrusion, which will likely require surgical intervention. Patient has a history of device extrusion due to thin skin. Patient has not followed up with esteem surgeon for medical resolution but has not reported any infection. A follow-up MDR will be reported if new information or further action is reported to envoy regarding this issue.

Event description:
On (B)(6) 2023, about a planned preventative revision to address thin skin issues. It was determined on (B)(6) 2023, that no MDR assessment was required because the surgery was preventative in nature and no allegations of reportable events had been made and was not considered a complaint. The revision was done on (B)(6) 2023, and the sound processor was replaced per best practices and replaced with a new sp. On (B)(6) 2024, the patient contacted dr. (B)(6) to report that the leads were putting pressure on their skin, and it was recommended by the surgeon that they seek out a plastic surgeon to place a flap over the area. It was determined on 02-may-2024, that no MDR assessment was required because there were no allegations of reportable events or device deficiency and was not considered a complaint. Envoy medical corp. (Emc) was notified on 08-aug-2025 that the patient was alleging device protrusion due to thin skin. The patient was refered to an esteem site for medical attention, but at this time, the patient has taken no steps to seek the recommended medical attention and the device is still implanted. No further information is available at this time. Patient/clinical history with emc: on (B)(6) 2012: implant, on (B)(6) 2013: fitting, on (B)(6) 2013: fitting, on (B)(6) 2013: fitting, on (B)(6) 2013: fitting, on (B)(6) 2014: fitting, on (B)(6) 2015: fitting, on (B)(6) 2015: fitting, on (B)(6) 2016: fitting with remote support, on (B)(6) 2016: battery change, on (B)(6) 2016: revision, on (B)(6) 2021: battery change, on (B)(6) 2023: pre-revision fitting and tympanogram, on (B)(6) -2023: soft tissue revision.